Event description:
It was reported that the system 9800 locked up and the collimator closed during a procedure. In another event prior to a fluoro an hv generation error message was reported. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Erased flash program and reloaded cal files. The system was tested and found to be working as intended and placed back into service.